Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The vio integrated electro surgical generator unit (iesu) had been returned to the original equipment manufacturer (OEM) and the OEM has completed their evaluation. The OEM was able to confirm the malfunction. The OEM found that the device showed the error c-54 after boot up. The common cause of the issue is a defective power supply. The unit was repaired by exchanging the malfunctioning power supply. The OEM also found that the housing cover, the front frame, both monopolar and bipolar sockets, and the neutral socket was mechanically damaged and had to be replaced. The vio iesu was tested, analyzed, repaired, and passed the technical safety check.

Manufacturer narrative:
Based on the claim against the product, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. When the system restarted, the fse found that a hard error came up. The fse replaced the erbe since the integrated electrosurgical generator unit (iesu) developed a c-34 error when trying to use energy. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and c-54, c-00, m-0b, and m-31 errors were present in the error logs. The reported failure of a c-54 error on startup was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The complaint regarding errors when trying to apply monopolar or bipolar energy was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon contacted a technical support engineer (tse) and reported that they were having recurrent errors when trying to apply monopolar or bipolar energy. The tse reviewed the error logs and found several instances of error c-34 and c-54. Before calling technical support, the customer had already tried to reboot the erbe without success. The tse guided them through another erbe reboot without success. The tse informed the surgeon that with this error pattern the best option was to try to connect an external electrosurgical generator unit (esu) to continue with the procedure robotically. The customer found a forcetriad generator, but they did not find the activation cable. The customer was continuing with the procedure using the external esu and its external pedals. The surgeon then stated that the monopolar energy was not working on external unit either but reported that they were going to be able to finish the case with bipolar energy. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.